Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the shock electrogram (egm). Boston scientific technical services (ts) reviewed the egm and requested the opinion of a boston scientific engineer. The engineer reviewed the egm and believe it is possible that there may be a loose setscrew or a setscrew stuck in the up position on the shock lead. Ts believes it is related to electromagnetic interference (emi) as defibrillation threshold (dft) test was successful and the noise disappeared after the shock. The device remains implanted. There were no adverse patient effects.